Event description:
During a patient use event, the user is questioning the "no shock advised" notification. The patient outcome is unknown.

Manufacturer narrative:
(B)(4). Further correspondence with user confirmed no allegation of malfunction. User requesting information on shockable rhythms. Owner's manual (instructions for use) was sent to the customer upon request.